Manufacturer narrative:
The device was manufactured 18 apr 2017 ¿ 20 apr 2017. The actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photo, a rupture was observed. The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured during filling of an unspecified drug. The fill volume was 40 ml. There was no patient involvement. No additional information is available.